Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a symphony toric intraocular lens (model zxt300, +21.0 diopter) was implanted in the left eye of a (B)(6) year-old male patient on (B)(6) 2017. Reportedly, the lens was repositioned on (B)(6) 2017. The lens was then explanted on (B)(6) 2017 and replaced with a multifocal lens (model zlb00, +21.0 diopter). The multifocal zlb00 lens was also explanted on (B)(6) 2017 and replaced with a third lens (model zct300, +20.5 diopter). The explanted lenses were disposed of by the customer. No further information was provided. This MDR is to record the lens zxt300. A separate report will be filed for the second explanted lens, multifocal zlb00.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.